Event description:
Atrial undersensing noted during svt/ vf detection rv ttc has chronic alert condition for impedance value 190 ohms > below alert threshold value (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).